Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) and manufacturer representative regarding a patient who was receiving gablofen [2000mcg/ml] at a rate of 653mcg/day via intrathecal drug delivery pump. The indications for use of the pump were multiple sclerosis and intractable spasticity. It was reported that a critical pump alarm was occurring due to low battery reset and safe state. Review of the pump event log showed that the "reset occurred" and "reset occurred - low battery" messages were logged at 23:56 and 23:57 on (B)(6) 2016. The "pump in safe state" message was logged at 23:56 on (B)(6) 2016. There were no symptoms reported. The pump was replaced on (B)(6) 2016 due to the low battery alarm.

Manufacturer narrative:
The pump (B)(4) was returned for analysis. Analysis of the pump found high resistance across the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.